Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu involved with this complaint and completed the device evaluation. Failure analysis (fa) found an m-02-03 error during boot up, confirming the reported issue.

Event description:
It was reported that during a da vinci- assisted radical prostatectomy surgical procedure, the integrated electrosurgical unit (iesu) generator was not working, producing m-02 and c-83 errors when powered on. Prior to contacting the tech support engineer (tse), the customer tried power cycling and removing the power cord from the iesu multiple times with no change. The tse walked the customer through hard power cycling the iesu, reseating all of the cables, removing all of the instrument cords, and verifying nothing was depressing the foot pedals, all with no resolution. The procedure was converted to another da vinci surgical system with no reported injury. The procedure was completed with no reported injury to the patient.